Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm and a 2.50mm x 15mm emerge balloon catheters were selected for use. However, during procedure, it was noted that the shaft broke on each one. The devices were completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.